Manufacturer narrative:
A spacelabs field service engineer was dispatched for further investigation. The log files from the device were collected and sent to spacelabs product specialists and software engineers for analysis. There was no evidence in the device logs to confirm the issue. No video or display problem was found. The device passed all tests and was returned to service, and there has been no recurrence. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.